Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tripped trend reports were reviewed for libre sensor and reported complaint for the last year. The review did not identify any trends that would indicate any product-related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2021, the adc freestyle libre sensor ¿applicator was not applied to sensor correctly and caused the filament of the sensor to bend¿ and she was unable to insert the sensor. The customer was unable to treat herself and a third-party provided orange juice as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.